Manufacturer narrative:
The device has not been received for analysis. However, there is a picture attached to the complaint where it is possible to observe the flush port luer detach from the device. The manufacturing deficiency cause code was selected for the finding luer separation / detachment of device or device component.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. After attaching the catheter to the flushing line, the flush port of the catheter broke off. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has not been received at boston scientific at the time.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. After attaching the catheter to the flushing line, the flush port of the catheter broke off. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has been received for analysis. During product analysis, the strain relief was detached from the luer. The manufacturing deficiency conclusion code was selected for the finding of strain relief/luer detachment, which is assumed to be the reason for the reported allegation.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. After attaching the catheter to the flushing line, the flush port of the catheter broke off. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific.